Event description:
During product service by a service technician, a flo-gard infusion pump was found to have tube sensors loaded incorrectly due to the force sensing resistors (fsr). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. The tube sensors loaded incorrectly due to the force sensing resistors (fsr) were found during evaluation. To correct the condition, the fsrs will be replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.